Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient talked about experiencing presyncopal symptoms. Review of the electrogram strips revealed competitive atrial pacing causing a lack of atrioventricular synchrony. The device was electively explanted and replaced when the atrial lead was replaced. The patient condition is fine.

Manufacturer narrative:
Additional information: b2, b5, d4- UDI number, g3.

Event description:
New information received noted that the device was explanted due to the advisory for premature battery depletion with implantable cardioverter defibrillator.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.